Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: phone.

Event description:
Customer reporting discordant sars result with another rapid antigen test. Customer communicated they were confirmed sars positive 1 month ago. Customer communicated the quidel qv test was positive and the other rapid antigen test was negative. No confirmation testing was performed.